Manufacturer narrative:
The suspect device was returned to the olympus service center for evaluation. The device inspection and testing confirmed the scope communication error e216. Additionally, it was observed that the adhesive rubber was scratched and chipped, due to wear and deterioration of the adhesive from chemical and physical stress. The video connector was observed to be cracked due to external forces, such as being dropped. The investigation is ongoing. Therefore; a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported that during preparation for use, scope communication error e216 was displayed. Another similar device was used for the procedure. There was no report patient or user harm due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a failure of the imaging unit, a board inside the scope connector, or a problem on the system side. Olympus will continue to monitor field performance for this device.